Event description:
On (B)(6) 2012, the patient contacted animas, alleging the keypad buttons were intermittently responsive. The patient stated the keypad rubber was peeling from the contrast to the up arrow button. The patient reportedly wore the pump exterior to a garment and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was peeling at the contrast button. During testing the contrast button was found to be unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the contrast key was found to be missing. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.